Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported as being approximately (B)(6) old. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger was still in the pre-deployed position and there was no slack present on the link. Guide wire patency was performed using a new guide wire and the device was patent. The guide wire was backloaded and frontloaded without a problem/resistance. It was reported that the left common femoral artery was mildly calcified and heavily tortuous and possible contributing factors that can cause or contribute to difficult device insertion include, but are not limited to patient obesity, arterial calcification, patient tissue heavily scarred and tight tissue tract. It is possible that the reported patient anatomical conditions played a role in the device performance; however, this can not be confirmed. The proglide instructions for use states: the safety and effectiveness of the proglide devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. A review of the device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. In process testing such as visual inspection and destructive testing to verify function and quality of the lot met specifications. In addition, a quality control audit inspection is performed to verify product quality. A query of the complaint handling database did not reveal any other similar incidents from this lot. There does not appear to be an indication of a lot product quality deficiency.

Event description:
It was reported that a physician attempted to use a proglide device prior to an abdominal aortic aneurysm (aaa)repair procedure. During device insertion into a heavily tortuous, mildly calcified left common femoral artery (lcfa) the sheath became folded back on itself due to the tortuosity and the patient experienced pain. The device was removed from the patient and a second proglide was deployed without problems. The aaa procedure was completed and hemostasis achieved with the proglide sutures. The patient did not experience any adverse sequela. A 6fr. Sheath was used to perform proglide placement and a 9 fr. Sheath for the index procedure. The access site was described with little calcification. The physician is in-training in the use of the proglide device. No additional information was provided.